Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose was 400 mg/dl. Reportedly, the customer performed a system check prior to calling tandem technical support, and reported that insulin had come out of the cartridge tubing but not out of the infusion set tubing. Reportedly, the customer changed pump supplies, and continued using the pump for insulin therapy.